Manufacturer narrative:
A touch frame printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, and areas of contamination was found on the pcb. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the contamination on the pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had an erratic display. Although requested, patient outcome has not been provided. The service engineer inspected the device and replaced the graphical user interface (gui) touch frame printed circuit board to correct the issue. The unit passed all testing and operates within the manufacturing specifications.